Event description:
It was reported that the right ventricular lead was explanted and replaced for unknown reasons.

Manufacturer narrative:
The lead was returned following dislodgement. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes it was observed in clinic that the right ventricular (rv) lead was not capturing, and dislodgement was confirmed. The patient was dependent so a procedure to replace the rv lead was performed. The procedure was successful. The patient was discharged the same day.